Event description:
Related manufacturer reference number: 1627487-2022-06134. It was reported that the patient experienced ineffective therapy due to lead migration. The patient underwent a surgical procedure on (B)(6) 2022 during which the l5 and s1 leads were explanted and the s1 lead was replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.